Event description:
Had back surgery for degenerative disc disease at 4 levels of the lumbar spine. Plates and pedicle screws were used. Ten screws were used, from l2 to the sacrum. Pt has constant discomfort, numbness in the left leg, pain in back, and the lower back is sore to the touch. The pt cannot sit, stand, or lie for any long period of time due to discomfort or pain. The pt also experiences shooting pain in the lower back. Also, circulation from the thighs down is not good. The pt experiences intermittent pain in her feet and her feet are always cold. Also, the pt has experienced numerous throat infections.